Event description:
It was reported that the sensor was not working right on the device. A treadmill test was done, but the rate response did not work. The rate response adaption was not sufficient because the acceleration threshold was programmed to maximum by mistake. The rate response was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).